Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. The device was above elective replacement indicator (eri) when received. Review of the device image showed the device had entered bvvi mode due to a por (power-on-reset). Bench testing was performed; telemetry, sensing, pacing, pli, hvli, patient notifier, hv shock and hv impedance were tested and found to be normal. No device anomaly was found. The reset could not be reproduced in the laboratory; hence the root cause of the issue could not be conclusively determined.

Event description:
It was reported that the patient presented with a hematoma. During pocket revision, the device went into unrecoverable backup mode. The device was explanted and replaced. The patient was stable.